Manufacturer narrative:
Prod was examined on february 12, 2004, by visual inspection. There was melting and charring on the inside and outside of the controller. It was determined that the controller was not engaged to setting resulting in arcing. It was also determined that the slide lever on the controller had been modified by the customer and was upside down. Because of this modification we were unable to determine if the prod failed to meet prod specs.

Event description:
Complaint alleges that while heating her feet with a heating pad, the controller melted and slightly damaged her sheets and mattress pad. No injury resulted from this incident.